Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the pt's pump replacement (see MFR's report #6000030-2011-00405 for pump replacement due to disconnect), the pt's neck pain "has gone from 0 to about a 4." A catheter dye study was done in which the pt rec'd a bolus dose and rhizolysis had only a second or two of "a strange weak feeling". The pt was placed on life support following that event. The pt stated that "had I not been in day surgery recovery, I would have died." A yr later, the pt's pain specialist told the pt that the "pain therapy was primarily for lower limb spasticity and wasn't effective for cervical dystonia." When the pt's dosage was reduced, she experienced severe body spasms. Once the dose was titrated up, the neck spasms were unchanged. The pt was given "botox b" but she stated that she had "developed antibodies to that. Had I known what I know now about the dependency my body would develop to baclofen, I never would have selected that option." The pt started to see a neurosurgeon that specialized in denervation procedures. Four peripheral and rhizolysis procedures later, the neck twisting was minimal but the tightness remained. Her left sterno-adrenal muscle had atrophied. The medication in the pump was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.